Manufacturer narrative:
Catheter: model 8709, lot# n269382003, implanted: (B)(6) 2010; explanted: na; programmer: model 8835, serial# (B)(4).

Event description:
It was reported that the patient experienced clear fluid leaking from the catheter incision site. No other patient symptoms were reported. The pump contained dilaudid at a concentration of 0.5 mg/ml and dosage of 0.50046 mg/day, and bupivacaine at a concentration of 7.1 mg/ml and dosage of 7.1066 mg/day (simple continuous). The estimated replacement indicator (eri) was at 75 months. The pump medication dosages were increased on (B)(6) 2010, to the following rates: dilaudid at 0.65077 mg/day, and bupivacaine at 9.2409 mg/day. The medication concentrations remained the same at this time. The estimated eri was, then, at 58 months. On (B)(6) 2011, examination and palpation confirmed that spinal fluid was leaking from the catheter incision site. A compression bandage was, then, applied. It was later reported that a surgical revision was performed on (B)(6) 2011, at which time purse string sutures were added. The patient resolved without sequelae.